Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary tubing set. The primary tubing set was being used to deliver 1000ml of lactated ringer's solution. The secondary tubing set was being used for piggyback delivery of cefazoline 1000mg/50ml. The primary solution container was lowered below the secondary solution container. After an unspecified length of time in use, it was reported that the cefazoline solution backflowed into the primary tubing set. The anesthetist was notified. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.